Manufacturer narrative:
Device was unable to prime during the prime/a33 test and alarmed a33 during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test and a21 error test. Unable to complete the functional test or verify drive/motor anomaly due to prime anomaly. The motor was tested outside of the device and passed. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s drive support cap was flush and it moves. Customer reported problem with the insulin pump while changing infusion set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.